Event description:
It was reported that the asymptomatic patient presented for routine follow-up, loss of capture and decreased sensing were observed. Lead dislodgement was confirmed with diagnostic imaging. The lead was explanted and replaced when repositioning was unsuccessful. Patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.